Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right upper lobe segmentectomy, the device was able to load correctly and everything seemed okay. However, when firing the reload, the doctor said it started to articulate on its own. The user was able to fire and retract the knife blade. After looking at the reload and adapter used it was visually clear that the reload broke in the adapter and there was a problem unloading the device. However, again the reload was able to fire with the unexpected articulation. The surgeon opened a new handle, shell, adapter and reload to complete the case. There was no patient injury.